Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The infusion site was on the customer's back and the bolus delivery may have been interrupted when the customer leaned back. The customer was able to resume insulin delivery. The customer's blood glucose (bg) level was 226 mg/dl and a bolus via the pump was delivered to address the bg level.